Event description:
It was reported that in the fast-fix 360 straight, both anchors were already deployed in the meniscal. T2 was removed. No patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.